Manufacturer narrative:
A ge service representative performed an on site investigation. Format and reloaded system software. Reconfigured software for dicom. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system has problems with saving images. There was no report of patient injury.